Manufacturer narrative:
(B)(4). Physio-control was informed by the customer that the device will not be repaired. The device has been removed from service and will be replaced. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on with known good batteries. There was no patient use associated with this event.

Manufacturer narrative:
The customer traded-in their device for a new unit. Physio-control evaluated the customer's device and verified the reported issue. The device would not power on using ac or dc power. Physio determined that the cause of the reported issue was a capacitor, designator c4, on the power pcb assembly. The capacitor was electrically shorted which caused an internal land to open and prevented the device from powering on.